Event description:
It was reported that the stent dislodged from the balloon during the procedure before being deployed in the coronary artery. The stent rested in the aorta. The pt was transferred to another facility for retrieval of the stent. No other info was reported.